Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: retrieval of filter basket. Time of symptoms/ae: during the procedure. It was reported that during the procedure of the ric/rcc, the rx accunet filter basket became caught on the stent struts during basket retrieval. At that time the pt experienced tia symptoms and angiomax and heparin were administered. There was some difficulty in removing the rx accunet from the pt; however, it did release and was removed without further incident. It was noted that the rx accunet appeared to be intact, but did suffer some damage to the integrity. A second rx acculink was deployed at the site without incident. The tia symptoms resolved by the end of the procedure. The pt has continued to remain free of any adverse event up to the current date. No add'l info is available.

Manufacturer narrative:
B5: study event.